Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 10 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that after over 3 years of support, a pump stoppage occurred when the patient¿s system controller was connected to the power module during a routine clinic visit on (B)(6) 2017. The patient was asymptomatic. Instead of switching from battery power to the power module at night as instructed, the patient reportedly kept the lvad system on battery power while sleeping. The x-ray images of the driveline internal to the patient revealed no indication of damage or irregular shielding; the pump bend relief showed a different radius in comparison to x-ray images from implant date. The x-ray images external to the patient revealed one area with irregular shielding approximately 8 cm from the driveline exit site. The patient was provided with a non-grounded patient cable for use with the power module. On (B)(6) 2017, an external driveline replacement was performed by the manufacturer¿s technical services representatives. Two small cuts near the connector bend relief were present that were reportedly caused when the driveline had gotten caught by the consolidated bag zipper. Electrical continuity testing passed. When manipulating the driveline approximately 8 cm from the driveline exit site, a low speed alarm occurred and the pump made a sizzling noise. The pump speed went back to normal after stopping the manipulation. The white silicone tube was opened in this area and stressed/irregular driveline shielding was found. There was no direct indication of a short. The driveline was manipulated again in this area and the pump speed decreased again. A decision was made to perform an external driveline replacement. No additional information was provided.

Manufacturer narrative:
Additional information - the device remains in use supporting the patient; however, the replaced portion of the driveline was returned for evaluation. An analysis of the submitted system controller log file confirmed a pump stop on (B)(6) 2017 at 11:07 and a second pump stop on (B)(6) 2017 at 11:10 with corresponding low speed and low flow hazard alarms. The system was connected to the power module during each of the events. Approximately 18 inches of the external portion/distal end of the driveline was returned for evaluation. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. High potential testing did not reveal any areas of current leakage that would have resulted in an electrical short. Microscopic examination revealed no wire insulation breaches or evidence of mechanical damage such as crushing or pinching. Although the events captured in the submitted log file appeared consistent with a potential driveline wire issue, the evaluation of the returned portion of the driveline did not confirm an issue that would have caused the pump stoppages. In addition, x-ray images of the internal portion of the driveline appeared unremarkable. The patient remains ongoing on lvad support with a grounded patient cable and has reportedly experienced no further driveline-related issues since the distal end driveline replacement. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient remained ongoing on lvad support with a regular grounded patient cable after the external driveline replacement and has had no further alarms as of (B)(6) 2017.